Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and exposed to moisture. The customer's blood glucose was 170mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. Customer stated that the insulin pump had keypad anomaly. The customer stated that the insulin pump was exposed to moisture when he went fishing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive act, up and down buttons due to corroded keypad traces. No moisture damage was found on the electronic assembly during our visual inspection. The insulin pump powered up properly after battery installation. No blank display or display anomaly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.